Event description:
It was reported when the physician inserted the sheath into the vein and applied negative pressure from the stopcock, an air leak was noted. There were no reported consequences to the patient.

Manufacturer narrative:
One braided swartz introducer was received for evaluation; no visible anomalies were noted. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. Functional testing revealed a leak at the silicon hemostasis seal in the hub. The hemostasis seal hub was disassembled which revealed the proximal hemostasis seal was torn with missing material at both the top and bottom slits. The distal silicon hemostasis seal had a small tear with missing material at the bottom slit. The st. Jude medical instructions for use (IFU) state "do not remove dilator or catheter rapidly. Damage to valve may occur, potentially compromising hemostasis".